Manufacturer narrative:
Concomitant medical products: product ID: 978b128, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient reported their symptoms started to return so they increased amplitude from 1.6 to 2.2 volts. The reason for the call was to make sure they did not increase it too high. The patient confirmed stimulation was comfortable. Additional information received from the patient on 2021-09-03 stated that around same time that called to report return of symptoms started to feel stimulation in her legs which patient said was uncomfortable. Patient said that had x-rays sometime in (B)(6) 2021 and was told that the electrodes had migrated and would need a revision. Patient calling to ask about bill, said that bill shows that patient received new neurostimulator and patient said that wasn't needed and she doesn't believe that she should pay for it. Reviewed registration information that only lead was replaced. Troubleshooting was not performed as the patient adjusted stimulation prior to calling and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va280r2 implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of feeling stimulation in the leg was determined to be the electrode migrated and had to be replaced. The issue was confirmed resolved.